Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an right ventricular (rv) lead failure when the lead was oversensing noise which resulted in the patient receiving inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.